Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap procedure, the device kept being activated after the surgeon released the button though it was activated properly at the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received in good visual condition. When tested electrically the instrument failed continuity of the yellow (cutting) button on the rocker switch. This would have resulted in a continuous activation of the instrument. Initial analysis identifies the flex dome as having collapsed resulting in the constant activation of the instrument. A possible cause of the flex dome collapsing is excessive compression of the rocker assembly.